Event description:
It was reported a malfunction in which there was a technique change due to no response when the sureshot was connected with the controller was inserted into the main screw, and remote locking could not be performed. The surgeon was free hands to insert the distal screws under x-ray due to there was no backup available. 30 minutes delay was reported.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found the cord is deformed and damaged. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.